Event description:
It was reported that the patient was diagnosed with severe adjacent level degeneration with kyphosis and severe spinal stenosis. On (B)(6) 2008 the patient presented with severe thoracolumbar kyphosis secondary to adjacent level degenerative disc disease with sagittal imbalance t11-l4. Patient underwent anterior left thoracoabdominal approach and spinal fusion t11-l4, left t10 thoracotomy, total discectomies and anterior interbody fusions t12-l4 using interbody cages, rib local bone graft and rhbmp-2/acs. (B)(6) 2008 second stage procedure, posterior stabilization and decompression. Patient underwent hardware removal l2-5, identification of pseudoarthrosis at l2-3 and ¿probably at¿ l3-4, t11-l4 posterior fusion using posterior instrumentation, local bone graft, right iliac crest graft with local bone, and rhbmp-2/acs. Post-op patient developed complications including the need for additional surgery, painful medical treatment, extreme pain, nerve da mage, nerve impingement, and ectopic bone formation.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008: patient presented with following pre-op diagnoses: severe adjacent level degeneration with kyphosis and severe stenosis for second stage procedure, posterior stabilization and decompression. Procedure: hardware removal, l2 to l5, luque instrumentation rods and wires; explored posterior spinal fusion. Found to have a pseudoarthrosis at 2-3 and probably at 3-4; t11 through l4 posterior spinal fusion; t11 through l4 posterior instrumentation, legacy 5.5 titanium and cross links times two; local bone graft combined with a right mac crest graft with local bone graft and two large rhbmp-2/acs kits. Per-op: ¿..the wound was irrigated out with 3000 ml of irrigation solution.¿ and simultaneous to this, bone graft was tubulized in bmp sponges and two large rhbmp-2/acs kits.